Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6): product type programmer, patient product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2019: product type lead product ID 977a260 lot# serial# (B)(6) im planted: (B)(6) 2019: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jul-2023, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The reason for call was patient stated they need to get an MRI but the ins is inoperable. Patient stated they have tried to charge the implant but it doesn't charge up. Pt stated the controller was depleted and did not power on. Pt confirmed a memory problem they set time and date. Pt confirmed the controller was charging. Pt will charge the controller and then attempt to recharge the implant. Agent reviewed passive recharge mode and how to enter MRI mode. Pt stated that the implant never worked since they were implanted and they wanted it removed. Pt stated their managing hcp was retiring. Additional information was received, it was reported the patient clarified that the ins worked but was not helping because their doctor stated the leads weren't placed anywhere near where they were supposed to be. The patient noted the implant was sticking out and they wanted it removed. Additional information was received, it was reported the patient was able to get their ins charged and was able to get their MRI. The patient stated that after an x-ray they were told that their leads were on the left side of their spine and not where they were supposed to be. The patient's representative tried to make it work however, it never worked for their pain.